Event description:
It was reported patient presented to the hospital with syncope. Interrogation was not possible. The alert message showed device was in backup vvi mode and unable to deliver therapy. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.